Event description:
It was reported that the patient experienced fluid loss due to a hole in the inflatable penile prosthesis (ipp) cylinder. A surgical procedure was performed in which all the components were removed and replaced. The procedure was successful with no clinical consequences to the patient.

Event description:
It was reported that the patient experienced fluid loss due to a hole in the inflatable penile prosthesis (ipp) cylinder. A surgical procedure was performed in which all the components were removed and replaced. The procedure was successful with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the available information and the analysis results, the allegations of fluid loss due to a hole were confirmed. Analysis of the returned device identified a leak in the proximal cylinder body attributed to fatigue and wear. As well as the pump component not passing the activation test and the valve deactive state test. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device was returned and thoroughly analyzed. Visual inspection of the cylinders identified both cylinders had wear at fold in cylinder body. Cylinder 1 had a leak in the proximal cylinder body attributed to fatigue and wear. Cylinder 1 was not pressure tested due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leaks were found. The pump was visually inspected and it revealed that the kink resistant tubing (krt) was fatigued and worn to the filament; however, no leaks were present. The krt going to the reservoir had a fold that indicate possible kinking in the tubing at the pump strain relief krt junction but no leaks were found. The pump block also had a damage/cut attributed to sharp instrument damage. Functional testing of the pump showed that the component did not pass the activation test and the valve deactive state test. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.